Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient information was not showing on the station, which located on 3nsg. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the patient information was not showing on the station. The technical support specialist dialed in to the server and verified that the patient status was showing as preadmitted referred to the knowledge article patient missing on a bd pyxis medstation es guidance indicating that an a01 or a04 hl7 message was required for the patient to appear on the station informed the customer to engage their adtinterface team to resend the correct admit or register message confirmed that the hospitals integration engineer resent the adt a01 message rechecked the patient record in pes and verified that the patient was now showing as admitted and finally confirmed with the customer that the medstation was functioning as expected and all admissions were displaying correctly. The system functioned as intended after the technical support specialist investigated the issue.